Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure involving the subclavian vein, the balloon became dislodged from the catheter shaft. At the end of the angioplasty, after the balloon had been inflated and deflated inside the pt, the balloon became dislodged from the catheter shaft. A snare was used to remove the balloon from the pt's body and the procedure was successfully completed with this device. Nothing was left behind in the pt's body. It was reported that there were no injuries or complications for the pt. Pt status is reported as "no harm". Add'l info has been requested regarding this event.

Manufacturer narrative:
.